Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella cp experienced low pressure alarms. Proper pump positioning was verified. The alarm was dismissed and arterial line pressure was monitored. No patient harm was reported.

Manufacturer narrative:
Added: d3 (manufacturer fax). Corrected: d1, d4 (catalog & serial). Placement signal issue: the cause of the placement signal issue is potentially a calibration issue as evidenced by the differences in the factory and calibrated g0, however without returned product it cannot be confirmed/established.